Manufacturer narrative:
(B)(6). This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k121091. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a capsule tear occurred during capsulotomy. A 3 piece single focal intraocular lens was implanted. The outcome of the patient is unknown. Attempts to get additional information had been done however, at the time of this report no information has been provided. This is report is for unidentified patient 1 of 3.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: patient is continues medical eye contact lenses and serum eye drops.

Manufacturer narrative:
Additional information: it was reported that patient''s visual acuity recovered to 1.2, but patient''s visual acuity decreased to 0.7 in the postoperative examination several days ago, contact lenses are attached and serum eye drops are continuing.

Manufacturer narrative:
Additional information: account reported that currently the symptoms settled, distance vision was 1.2. It was reported that patient complaint of pain and could not drive. Patient code for pain patient code for affecting daily activities.

Manufacturer narrative:
Additional information received for patient: sex- patient is male. It was reported that the corneal stromal layer peeled off after performing arcuate incisions in august surgery. Although the visibility was bad (surgeon) ended the operation. Pre-op- visual acuity 5/28/2018: 1.0-6.5d=cyl-1.0d h180 post op 9/26/2018: 0.6 × iol (1.0 × sph + 0.5d cyl -0.5 a90) regarding corneal parenchymal ablation: prescribed soft contact lenses immediately after surgery, prescribe vegamox, fullmetron (B)(6)2018: recovery trend (B)(6)2018: recurrence (B)(6)2018: soft contact lens and autologous serum instillation started (B)(6)2018: updated driver''s license to update general license (patient is a taxi driver)